Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported the right ventricular (rv) lead had a suspected low voltage fracture. The lead exhibited high impedance over 1,000 ohms on the low voltage portion of the lead, oversensing, undersensing and elevated short interval counts (sic). It was also reported the lead integrity alert (lia) was triggered. The low voltage pin of the rv lead was plugged into the left ventricular (lv) lead's low voltage port on the device and the lv low voltage pin was plugged into the rv lead's low voltage port on the device. The rv lead's tachy detection was programmed on after the procedure and the rv lead remains in use. It was also reported by the patient that their stomach was jumping up and down with their previous device. The device was replaced and the next device was implanted on the right side of the patient's chest. It is unknown which of the patient's leads was causing the extracardiac stimulation. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011, product ID 419488 implantable pacing lead, implanted: (B)(6) 2006; product ID 5068-58 implantable pacing lead,implanted: (B)(6) 1997, product ID 5068-58 implantable pacing lead, implanted: (B)(6) 1997. (B)(4).